Manufacturer narrative:
The reported issue was not present during investigation. Volumetrics of 4ml/hr and 5.83ml and 35ml syringe (dl: platelets) tested in spec at 5.81ml or 99% of expected volume. Log review shows on (B)(6) 2021 and 7:04am an infusion start with 35ml syringe, 4.0ml/hr and 2hours (dl: platelets). At 8:28am syringe near empty alarmed and at 8:31am syringe empty stopped the infusion with a volume infused to 5.83ml. No further infusions took place. Pump received preventive maintenance service.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Volumetrics of 4ml/hr and 5.83ml and 35ml syringe (dl: platelets) tested in spec at 5.81ml or 99% of expected volume. Log review shows on 11/26/2021 and 7:04am an infusion start with 35ml. Syringe, 4.0ml/hr and 2hours (dl: platelets). At 8:28am syringe near empty alarmed and at 8:31am syringe empty stopped the infusion with a volume infused to 5.83ml. No further infusions took place. Pump received: preventive maintenance service.

Event description:
As reported by the user facility: over infusion of platelets. Infusion rate was 4ml/hr. The infusion finished approximately 40 minutes early. Patient was symptomatic of fluid overload. Ventilator settings had to be increased and oxygen requirement was also increased.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.